Manufacturer narrative:
Findings: no unexpected battery out limit alerts, blank display anomalies, off no power anomalies or screen/display anomalies noted during testing. Unit passed off no power test, error test, displacement test, rewind test, basic occlusion test, prime test, occlusion test and excessive no delivery test. The operating currents were in specification intermittent failed battery test alarms during battery changes due to corrosion on battery tube spring noted. Unit received with vibration feature not functioning during pump self test due to vibrator connector not plugged in properly to mtr1 on interface board noted. Minor scratches on lcd window, cracked lcd window, cracked case at display window corners, cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads and stained end cap sticker.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed "battery-out" even after replacing the batteries with new ones. The customer's blood glucose level was 200 mg/dl at the time of the incident. The customer was assisted with the issue and was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.